Event description:
Pacing impedance has trended up since (B)(6) 2022, increasing 1500 ohms to 2400 ohms measured in person on (B)(6) 2022. Capture threshold has trended up since (B)(6) 2022. Reported noise could be recreated on the ff channel only. Lead remains implanted.

Manufacturer narrative:
(B)(6) 2022 - lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.